Event description:
The customer contacted baxter's technical service center regarding air bubbles in the patient line, which occurred on the homechoice during use during initial drain. The patient was connected. The patient stated the patient line had a lot of huge air bubbles in the line and he wanted to know what to do. The baxter technical service representative explained to the patient that he would need to end therapy and start over with new supplies. The patient stated okay and that he knew how to end the therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the air in the line. The patient stated he did not notice any visual damage or abnormalities with the supplies in use and did not know how air might have got into the lines. The patient spoke with his nurse about the air in the line. The patient stated he was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for air in tubing without an alarm was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.